Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. Philip's technical support provided the customer with the part number for a replacement battery. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a check vent alarm, battery failed error code: 1124. There was no patient or user harm reported. The event date was not specified; estimate used.